Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced episodes of low blood glucose and, after consultation with a trainer, performed a factory reset of the ilet while the system continued its learning period; the caller also inquired about adjusting continuous glucose monitor (cgm) target range per the clinician¿s direction but declined transfer for further consultation. Customer care provided support that included a product-use and troubleshooting review. Investigation of this case revealed no device malfunction or component failure identified, and the cause of the hypoglycemia remained unclear while the system was relearning following the reset. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no reported hospitalization, no emergency care, and no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.